Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient's sibling noticed the patient was disoriented and their speech was slurred. She checked the cgm, but it stopped reading. She could not recall the exact error message and they did not have a fingerstick to verify the readings. The sibling called emergency medical services (ems). When ems arrived, they checked the bg reading, and it was showing "high" while the cgm was still not working. No medications were provided by the ems. The patient was transported to the emergency room where a second bg test revealed a reading of "high." At that point the sibling removed the sensor because it had stopped working and the receiver was left at home. The patient was administered an insulin drip and had undergone several cat scans and other tests. They informed the sibling that the patient was in diabetic ketoacidosis (dka). The patient was transferred to the ICU and was still there during the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).